Event description:
It was reported by the edwards field clinical specialist that the first sapien valve was deployed in a 40:60 ventricular position and was canted on the left coronary cusp side. A paravalvular leak was noted and there was native leaflet over hang, but this was not impinging on the sapien valve leaflets. The surgical team elected to place a second sapien valve in a more aortic position. It was clarified that the post deployment position was in the intended area but the valve was tilted ventricular on the left coronary cusp side. Additional information noted there was moderate native valve/leaflet calcification and aortic root calcification. The mitral annular calcification (mac) degree is unknown. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a canted and slightly ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case the exact cause of the event could not be confirmed; however, patient (moderate native annular calcification) and unappreciated procedural factors could have caused or contributed to the canted deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more aortic position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.